Manufacturer narrative:
The calibration signal performed on 19-jun-2025 was low. A test for the reagent pack (a new reagent pack was used) was performed using the frozen reconstituted calibration solution; the signals were significantly higher. The investigation did not identify a problem with the reagent pack. The investigation found that the customer's qc material was refrigerated after opening and not frozen; an issue with the detection of qc deviations is likely. The investigation determined the event was consistent with an issue with the particular reagent pack used at the time of the event. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The cobas 8000 core unit serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys igf-1 assay on a cobas 8000 core unit. Initial result: 1232 ng/ml. The customer questioned the initial result as it did not match the patient's clinical diagnosis and repeated the sample. No questionable result was reported outside the laboratory. Repeat result: 940 ng/ml. The repeat result was deemed to be correct and reported to the clinic.